Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated mdrs # 1225714-2013-01787; 01788; and 2937457-2014-00203.